Event description:
The customer reports that the system was booting to 20 arrow and stopping, but the workstation completely boots. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the pushed pin in power panel receptical. The customer will repair the unit.